Event description:
While working on the device, the philips field service engineer (fse) found that the therapy port cable was damaged. There was no patient involvement.

Event description:
The field service engineer (fse) while working the device found the therapy port cable damaged / broken. The field service engineer (fse) while working the device found the therapy port with cable damaged / broken. The device needs a therapy port cable the philips representative has identified the therapy port with cable as a damaged part. The damaged therapy port with cable was replaced with new part. The device remains at the customer site.